Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. Further, the recipient experienced pain during a magnet resonance imaging (MRI). The reported symptom of pain is a known side effect of MRI examination and can result in inconvenience and might depend upon several factors, including micro-movement of the device due to the forces exerted by the MRI scanner and the sensitivity of the patient. However to determine an exact root cause a device investigation would be necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
The user attended a clinical appointment on (B)(6)2021 since she has been getting a very loud, intermittent _bong_ sound on her left side for the last couple of weeks. The sound is said to occur about 30 seconds after putting the audio processor on and is said to _turn the audio processor off_. All the external parts have reportedly been changed with no difference. She has reportedly tried wearing her old audio processor, with the same 'bong' sound noted, intermittently. Re-implantation is being considered, but no date has been scheduled yet.

Event description:
The user attended a clinical appointment on (B)(6) 2021 since she has been getting a very loud, intermittent bong sound on her left side for the last couple of weeks. The sound is said to occur about 30 seconds after putting the audio processor on and is said to turn the audio processor off. All the external parts have reportedly been changed with no difference. She has reportedly tried wearing her old audio processor, with the same 'bong' sound noted, intermittently. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Further the recipient experienced pain during a magnet resonance imaging (MRI). The reported symptom of pain is a known side effect of MRI examination and can result in inconvenience and might depend upon several factors, including micro-movement of the device due to the forces exerted by the MRI scanner and the sensitivity of the user. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a clinical appointment on (B)(6) 2021 since she has been getting a very loud, intermittent _bong_ sound on her left side for the last couple of weeks. It is planned to proceed with further technical checks.